Event description:
As discovered by gore in the journal of vascular surgery 45 (2007) 655-661, preoperative and postoperative computed tomography scans were collected worldwide representing six pts who had experienced radiologically confirmed gore tag thoracic endoprosthesis collapse between 2004 and 2006. Five test pts with collapse had been treated for trauma and one for an aortic dissection. Also, the incoming article references two control pts, both identified with collapse. The first control pt is being investigated in this event. No sequela has been reported in this pt. Further info was requested.

Manufacturer narrative:
Further info was requested. The article is attached to the report.